Event description:
Information received indicates the bed has lost all functions.

Manufacturer narrative:
The hill-rom technician indicated the bed lost all functions. The technician replaced a blown fuse to repair the bed.